Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliaryrx uncovered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat a long stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, after reaching the target area, the physician attempted to deploy the stent. However, the delivery system was already completely pulled back but the stent was only half deployed. The partially deployed stent was removed from the patient. Outside the patient, it was found that the catheter was kinked in two places proximal to the stent. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.